Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient's ams 800 artificial urinary sphincter stopped working, and a revision of the device is being requested.

Manufacturer narrative:
Correction to b5 and h6: updated to include additional event description and coding. Device not returned for evaluation.

Event description:
It was reported that the patient's ams 800 artificial urinary sphincter stopped working, and a revision of the device is being requested. It was further reported that the patient presented with urinary loss after 10 years. The cause of the malfunction is suspected to be a leak in the system and the cuff not filling to obtain continence. The onset of these symptoms were about one year ago. The patient is now having to use diapers for his incontinence.